Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer changed the battery but the anomaly still persists. Buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. Pump will be returned for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with no esc and act button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.